Event description:
The needle tip broke off as it was coming up through the abdominal sac fascia. The needle tip was recovered. It was noted that there was no adverse consequence to the pt or surgical delay as a result of this event.